Event description:
This case was reported by a lawyer via a legal claim and described the occurrence of paralysis of mouth in a female pt who used poligrip cream (formulation unk) as a denture adhesive. A physician or other health care professional has not verified this report. In 2003, the then (B)(6) pt receive dentures on the top and bottom of her mouth. Between 2003 and 2005, she used various poligrip and fixodent, she began suffering from "numbness in her gums, tingling in her mouth, frozen mouth, nausea, dizziness, laziness (she didn't even want to get out of bed), trouble speaking, loss of sensation in her lips, both hands, and both feet (as if toes and fingers were frozen), muscle weakness, unable to do physical activities, stomach cramps, burning sensation in her stomach, loss of appetite, headaches, mouth paralysis, and random loss of balance." In 2008, the pt stopped use of poligrip and fixodent, and at the time of reporting she used nothing to keep her dentures in place. The symptoms had improved somewhat after stopping the products, but she continued to suffer from some of the problems. This case was assessed as medically serious by gsk.

Manufacturer narrative:
Poligrip is manufactured in (B)(4), and neither the product nor lot number for this product was available. (B)(4).